Manufacturer narrative:
The reported events of failure to capture, failure to sense and extra cardiac stimulation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies were found.

Event description:
It was reported that patient presented in clinic after experiencing phrenic nerve stimulation. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. The patient was stable.